Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band was not holding air. Additional information was received on 20aug2020. The issue was during inflation attempt with syringe, when air would leak right back out. They resolved the issue by replacing it with a second large band that worked fine. The procedure was a left heart catheterization. There was no patient injury or medical intervention. The patient's condition was stable. Blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used tr band assembly was returned for product evaluation. Visual inspection revealed no damage. Functional testing was performed to test for air leakage, the tr band was inflated with 18 ml of air and submerged in water. Immediately after submerging the device in water, air bubbles were observed at the bonding of the check valve to the inflation balloon. The glue bond of the check valve to the inflation balloon was observed under microscope and a tear was noted on the right rear side of the inflation balloon at the glue bond. Terumo has determined the reported event to be manufacturing related.